Event description:
It was reported by service report that the stair pro had the right track come off. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - track.